Event description:
It was reported that during unpacking the device prior to an iliac intervention treatment procedure, a stent dislodgement occurred. The target lesion was located in the iliac artery. The 8.0x60x75cm express-b-I ld stent delivery system was pulled out of the loop. The stent came off the balloon when the protective sheath was removed. It was noted that protective sheath covering the balloon was pulled roughly. The device did not enter the patient. The procedure was continued with another express b-ild stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).